Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated and the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range.

Event description:
It was reported that the patient complained of shortness of breath, coughing, and feeling ventricular pacing with diaphragmatic stimulation. Further investigation revealed that the right ventricular (rv) lead exhibited high thresholds, low impedance, and poor sensing. An echocardiogram indicated a probable rv perforation and pericardial effusion. The lead was initially reprogrammed and, subsequently, explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.